Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was chipped out and cracked on the top case. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a combination of motor assembly, worm gear, leadscrew, and clutch halves that were old, dirty and worn out. Actions were taken to mitigate the reported issue: replaced worm gear, leadscrew, right and left clutches, top case, right and left plunger cases. Installed cable guard, worm coupling. Replaced guide, barrel clamp head, barrel clamp rod, and size pot. UDI was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.